Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging other settings issue. The reporter alleged she has too many high pattern memories in 90 day and cannot be right. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.